Manufacturer narrative:
Additional information: lot number and associated information updated to proper value. The suspect clamp was returned to the manufacturer for evaluation. Visual inspection found that the retainer ring was removed from the adjustment screw. This results in the clamp being able to tighten but not open. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
No parts have been returned to the manufacturer for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for sacroiliac and thoracolumbar procedure. It was reported that the spinous process clamp broke while attached to the patient. The bottom ring popped off. All the components were successfully removed from the patient. There was a delay to procedure or less than one hour and no reported impact to patient outcome.